Event description:
Per report received from germany, during rinsing of this 26mm sapien 3 ultra valve, it was detected that all leaflets were not moving or opening during moving in the rinsing bowl. It was decided to not use the valve. Another 26mm s3u valve was successfully implanted. As per additional valve evaluation, a crease was found.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: upon opening the jar, leaflets cp1, cp2 and cp3 were in closed position. When tested with probe, flex closed leaflets to open position and leaflets cp1, cp2, and cp3 stayed opened. The returned valve was visually observed in solution, and the reported appearance/behavior of the leaflets were observed: leaflet cp2 opened and closed with oscillation, and leaflets cp1 and cp3 remained closed at all time with oscillation. Per manufacturing inspection, a crease was observed on leaflet cp2. The returned valve was further tested for proper coaptation under nominal simulated physiological patient conditions. The returned valve was videotaped as it cycled in the pulse duplicator to obtain footage showing valve leaflet motion. Video footage demonstrates that the valve opened and closed properly under the nominal stimulated patient test condition. Due to the nature of the complaint, no applicable dimensional testing was able to be performed. The complaint was confirmed by visual examination. The complaint for "device preparation - valve/component anomaly" was confirmed through returned product evaluation. This evaluation did not identify any issues related to instructions for use (IFU) or labeling. Upon examining the returned device, a crease was observed on leaflet cp2. This crease likely resulted from a manufacturing method and measurement issue, which was identified as the root cause in the CAPA. The leaflet crease potentially led to leaflet inadequate coaptation as reported. As such, available information suggests that a manufacturing issue (method and measurement) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A pra was initiated to capture the product risk assessment, and CAPA was initiated to address further investigation and corrective/preventive action activities. Following the closure of the CAPA, corrective actions have been successfully implemented to address the identified issue. These actions aim to prevent recurrence and enhance process reliability.

Manufacturer narrative:
Correction to h6 due to data entry error noted (component code) during internal review of complaint record.